Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted at analysis that although the analyzer passed the console tests the patient connector pins were damaged. The analyzer was being sent on for repair. (B)(4).

Event description:
The programmer, radiofrequency programmer head and software analyzer returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.